Event description:
While being used on a patient, hospital staff observed that the device was infusing too quickly. Subsequent testing by the biomed technician indicated a free flow condition during a flow rate test. No indicated or documented patient injury.

Manufacturer narrative:
This pump was investigated by sigma engineering and independent experts for determination of the root cause of the failure. The conclusion of the investigation was that a free flow condition was created by a mechanical failure of the lower cam bearing. The most probable root cause(s) of the bearing failure are a mechanical misalignment of the bearing to the shaft and a loss of lubricant within the bearing.